Event description:
It was reported that the device experienced premature battery depletion. In addition, it was noted that the patient's heart failure had worsened recently and was suspected to be related to the battery depletion. The device is scheduled to be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.